Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the snap-cap and septum for anomalies, and none were found. Ran the occlusion test, and no occlusions were found.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they could not push insulin through the tubing with plunger. The customer reported that the insulin did not exit with a new infusion set. The customer's blood glucose was 129 mg/dl at the time of incident. The customer stated that the insulin pump did not alarm no delivery during manual prime after changing the reservoir. The reservoir will be returned for analysis.